Event description:
It was reported that a health care professional (hcp) contacted boston scientific technical services (ts) indicating that this device has delivered anti-tachycardia pacing (atp) therapy for episodes where correlation to the templates is low. The hcp believes the rhythms could be supraventricular tachycardia (svt). Ts reviewed data from this device, and they could not conclusively determine if the episodes were ventricular tachycardia (vt) or svt related. It was discussed that all the rhythms are very similar and there is an episode where a 21 joule shock was delivered to terminate it. Ts provided reprogramming recommendations in case the hcp does not want to treat these rhythms. The device remains in service and no adverse patient effects were reported.